Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the identified symptom system error 322 when loading a set. The device was operating out of specification with respect to the identified symptom. The upper and lower auxiliary assemblies were replaced as they are known contributors to the reported symptom. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.

Event description:
During baxter's functional testing, it was found that a spectrum pump experienced a system error 322. There was no pt involvement.